Event description:
A review of log files by the distributor on (B)(6) 2013 indicated that the customer's acuity system's cpu unexpectedly rebooted. This resulted in a temporary inability to centrally monitor pts, however beside monitoring was not affecting. There was no report of any pt harm as a result of the reported events. (B)(4): the customer did not provide any pt info.

Manufacturer narrative:
The device eval is not yet complete. A f/u report will be submitted when the eval is complete.